Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "not working" was confirmed by the baxter quality engineer as a main battery issue. The assignable cause was identified as a defective main battery the main battery was replaced to correct the reported condition. Should relevant additional information become available, a follow-up MDR will be submitted.

Event description:
This is a report of a flogard infusion pump with a battery issue. The facility representative initially reported the pump "was not working." Baxter quality engineering determined the reported condition to be a main battery issue. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4).